Manufacturer narrative:
Summary of evaluation: the tibial component was not returned for evaluation, but rather retained by the patient. The lot code reported for this device was incorrect. Attempts to obtain the correct lot code were unsuccessful. Should the device or further info become available this evaluation will be reopened.

Event description:
The tibial insert was revised due to poly wear.